Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 370 mg/dl, ketone level was large and considered as being dangerous by a healthcare provider. Insulin injection was administered and pump supplies were changed to address bg. As tandem technical support was not contacted at the time of the event, a cause could not be determined.